Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure while attempting to place the right ventricular (rv) lead, the svc coil elongated and spread out while being removed from the introducer. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.